Event description:
It was reported by the customer that on (B)(6) 2010, a beam started firing straight just on minute after the fiber started firing at 12,175 joules. The device was not returned for eval.